Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the permanent implantation procedure of the 8 electrode percutaneous compact spacing lead (model 1081-60), the surgeon was not able to completely insert a stylet into the lead to position the lead inside the spinal cord. Several stylets were attempted. The lead was removed and a new lead was successfully placed. This issue resulted in a prolonged implant procedure for the patient; there was no impact or consequence to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Updated information: 28jul2016 describe event or problem: changed from "it was reported that during the permanent implantation procedure of the 8 electrode percutaneous compact spacing lead (model 1081-60), the surgeon was not able to completely insert a stylet into the lead to position the lead inside the spinal cord. Several stylets were attempted. The lead was removed and a new lead was successfully placed. This issue resulted in a prolonged implant procedure for the patient; there was no impact or consequence to the patient." To "it was reported that during the permanent implantation procedure of the 8 electrode percutaneous compact spacing lead (model 1081-60), the surgeon was not able to completely insert a stylet into the lead to position the lead inside the spinal column. Several stylets were attempted. The lead was removed and a new lead was successfully placed. This issue resulted in a prolonged implant procedure for the patient; there was no impact or consequence to the patient." Device available for evaluation: changed from "no" to "yes". Returned to manufacturer: changed from unchecked to checked. Date returned to manufacturer: changed from blank to 04/13/2016. Date received by manufacturer: changed from blank to 07/01/2016. Type of report: changed from "initial" to "follow up". If follow up, what type: device evaluation. Device evaluated by manufacturer: changed from "no" to "yes". The device was returned with three stylets (one straight, one small bend, and one large bend) to the manufacturer for device analysis. Visual examination of each component revealed a kink in the small curved blue stylet 0.92 inches from the distal edge of the molded handle. No other defects were found. The lead and three stylet lengths were measured and found to be within specification. Each of the three stylets were inserted into the returned lead, and each stylet was not able to be inserted into the lead completely. The inner lumen of the lead was blocked 22.06 inches from the proximal end of the lead. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during the permanent implantation procedure of the 8 electrode percutaneous compact spacing lead (model 1081-60), the surgeon was not able to completely insert a stylet into the lead to position the lead inside the spinal column. Several stylets were attempted. The lead was removed and a new lead was successfully placed. This issue resulted in a prolonged implant procedure for the patient; there was no impact or consequence to the patient.